Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: part: 03.617.902, lot: 8135336, manufacturing site: hägendorf, release to warehouse date: 08.november 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for stripped driver could not be confirmed as the image provided is not clear enough to show the driver details. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: device physically returned. H3, h4, h6 investigation summary: visual inspection: the scrdriver shaft t8 self-hold (part # 03.617.902 lot # 8135336) was received at us cq and it was noticed that the distal tip of the screwdriver was twisted. The tip was twisted in the direction of tightening. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes; distal tip is twisted. Dimensional inspection: shaft diameter proximal to damage was measured. Drawing: no issues. Specified dimensions: shaft diameter = 2.5mm +/- 0.05mm. Measured dimensions: shaft diameter = 2.49mm; conforming. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues. Conclusion: the complaint was confirmed for the received scrdriver shaft t8 self-hold (part # 03.617.902 lot # 8135336) as the distal tip was twisted in the direction of tightening. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use such as over torque as evidenced by the direction of twisting. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown, that the tip of the driver stripped during surgery. Another driver was used to complete the surgery. No fragments were generated. There was no surgical delay. The procedure was completed successfully. There was no harm to the patient. This report involves one (1) stardrive screwdriver shaft t8 self-retaining/qc. This is report 1 of 1 for (B)(4).